Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.070. Lot: 9521769. Manufacturing site: bettlach. Release to warehouse date: 13.july 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified no damage or abnormalities. Functional test: functional testing was performed with the returned 8.0mm/4.2mm drill sleeve 200mm and the complaint condition was not able to be replicated as the trocar can be inserted in the drill sleeve and be able to remove with no issues. This test was repeated 10x and no issues were noted each time. Conclusion: the complaint condition is unconfirmed. No new issues were identified on the remaining portions of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The incorrect PMA/510k date was inadvertently utilized in initial medwatch. The correct date is march 25, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during open reduction and internal fixation (orif) of right femur, the drill sleeves for the retrograde/antegrade femoral nail (rafn) system get jammed up every time it is put together. It makes it very difficult to take the sleeves apart. There was a 5 minute surgical delay. Procedure was successfully completed with no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: g4: g4 date of the initial medwatch is march 20, 2019. It was reported correctly in the initial medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif) of right femur, the drill sleeves for the retrograde/antegrade femoral nail (rafn) system got jammed up every time it was put together; it was very difficult to take the sleeves apart. There was a five (5) minute surgical delay. Procedure was successfully completed with no patient consequence. This report is for a trocar. This is report 3 of 3 for (B)(4).